Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva laser fiber was used in a procedure performed on an unknown date. During procedure, the laser fiber broke. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. This event was reported by a bsc distributor. The reported healthcare facility is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block e1: this event was reported by a bsc distributor. The reported healthcare facility is (B)(6) hospital. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Section e: corrected fields below: initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter email.

Event description:
It was reported to boston scientific corporation on march 25, 2022 that a flexiva laser fiber was used in a procedure performed on an unknown date. During procedure, the laser fiber broke. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported that this flexiva fiber broke during procedure. No further information has been reported. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this flexiva lasers fiber was thoroughly analyzed. The fiber was noted to be broken, the part of the the fiber that contained the glass tip was not returned. Also, the light from the sub miniature a connector was bright and round, indicating that there was no fracture within the connector. The observed break in the fiber was determined the most probable cause of the reported events. B3: approximated to march 01, 2022 based on the date the manufacturer became aware of the event.